Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the small battery drive device reverse mode was not working. During service and repair, it was determined that the device top trigger was sticking and rusted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.